Event description:
It was reported while using bd nexiva¿ diffusics¿ closed IV catheter system 18 ga 1.25 in the safety mechanism didn't work. There was no report of patient impact. The following information was provided by the initial reporter: when I safety the needle, it popped out the end of the grey housing exposing the needle.

Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(4) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary : since no photos or samples displaying the reported condition of needle retraction failure were available for examination, we were unable to fully investigate this incident. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria.

Event description:
It was reported while using bd nexiva¿ diffusics¿ closed IV catheter system 18 ga 1.25 in the safety mechanism didn't work. There was no report of patient impact. The following information was provided by the initial reporter: when I safety the needle, it popped out the end of the grey housing exposing the needle.